Manufacturer narrative:
No service on the ventilator has been requested by the user facility and no ventilator logs have been provided. No in-house investigation was performed by the user facility. The ventilator has reportedly been returned to clinical use. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
FDA facility medwatch report # (B)(4) was received stating that: "maquet critical care ab ventilator alarming "low expiratory volume". Patient was unable to exhale, thus patient was bagged while ventilator was exchanged for another one." Manufacturer's ref #: (B)(4).